Event description:
It was reported that the patient underwent a revision approximately six weeks post-implantation due to component dissociation. It was determined by the surgeon that the central screw had not been seated properly during primary implantation, which eventually caused the disassociation of the glenosphere and taper from the baseplate. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: comp rvs cntrl 6.5x45mm st/rst cat# 115399 lot# 872450. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.